Manufacturer narrative:
Investigation summary: one photo was provided for evaluation. The photo provided shows two syringes with no barrel label and one with barrel label. We have a sensor which is challenged at the shift start. This was due to an issue with the plunger rod labeler. When the machine stops and re starts again it may have a missed a barrel label and escaped; there are no additional controls to detect it. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: this was due to an issue with the plunger rod labeler. When the machine stops and re starts again it may have a missed a barrel label and escaped; there are no additional controls to detect it. Rationale: CAPA not required at this time.

Event description:
It was reported that a bd syringe 5ml saline fill china sp was missing a label. The following information was provided by the initial reporter: "the flush's packaging had no label."